Event description:
A cortical screw was being implanted with a 1.5mm driver. The driver tip broke in the head of the screw; the tip was not able to be removed from the screw and was left in the patient.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00087: driver.